Manufacturer narrative:
Evaluated three random sealed reservoirs, we inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump; we performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery. The customer's doctor had advised the caller to change the site, and the insulin pump alarmed again over night. The blood glucose reading was 400 mg/dl. The customer was treated with a bolus and the caller declined troubleshooting for high blood glucose. She reported that the second no delivery alarm was resolved with a complete set change. The reservoirs will be replaced and returned for analysis.